Manufacturer narrative:
Additional information: d9, h3, h6 and h10. Correction to b5, f10/h6: component codes (replace code). B5: the particulate matter (black thing) was found inside the cassette itself (not in any lines). H10: the device was received for evaluation. A visual inspection with the naked eye identified a black particulate matter (pm) inside the cassette. The pm was inside the fluid path, loose, black, and determined to be extrinsic. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to a belt bearing failure during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the tubing of an amia automated pd cycler set. The pm was further described as, ¿a black thing inside the cassette tube¿. The pm was discovered before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.